Manufacturer narrative:
One (1) t20 screwdriver shaft [product code: 2797-02-050, lot no: gm3866102] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver shaft¿s distal tip. The fracture analysis suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the t20 screwdriver shaft distal tip becoming broken cannot be positively determined. However, the fracture analysis suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: removal of di polyaxial screw from the patient. Surgeon was using the screwdriver to remove the iliac screw (r) - 8x80. It was very well fused and took quite some effort. The tip broke off in the head of the shaft of the screw and this screw was removed from the patient. The screw driver tip was removed completely from the patient. No delay was experienced because of the tip breaking. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.